Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was visually inspected by our quality assurance laboratory. The lens was cut, had one (1) detached haptic, a torn optic and appeared to have evidence of viscoelastic. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens was explanted from the patient's right eye one week after it was implanted due to a broken haptic. The incision was enlarged to explant the lens and sutures required to close the incision. No patient injury was reported.